Event description:
Analysis of the returned device revealed that the polytetrafluoroethylene (ptfe) coating was peeling on the guidewire. There were no clinical consequences to the patient.

Event description:
Analysis of the returned device revealed that the polytetrafluoroethylene (ptfe) coating was peeling on the guidewire. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the guide wire was bent 142cm from the proximal end and the polytetrafluoroethylene (ptfe) coating was peeling on several locations 43cm from the proximal end. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. The guidewire dimensions were found within specification. It is probable that the damage to the ptfe coating occurred due to insecure tightening of the torque device. The device directions for use (dfu) specifically cautions that insecure tightening of the torque device can lead to ptfe peeling. Therefore based on analysis of the device, a root cause of failure to follow dfu instructions has been assigned to this investigation.